Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified upper side of the shunt in the anastomosis site. After a 0.018 non-bsc guide wire and 5f non-bsc introducer sheath crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the first inflation. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified that there was a build-up of contrast media present inside the balloon. The balloon was examined microscopically however, no tears or holes were identified in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 24 atmospheres with no leaks noted. A vacuum was pulled and the balloon deflated fully. The balloon was inflated and deflated from its rated burst pressure three more times with no leaks observed in the balloon or along the entire device. The inflation device was verified at 24 atmospheres before and after use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified upper side of the shunt in the anastomosis site. After a 0.018 non-bsc guide wire and 5f non-bsc introducer sheath crossed the lesion, a 5.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the first inflation. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.